Manufacturer narrative:
Synergy us, mr, 3.0x38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the centre struts; stretched, distorted and misaligned. The first two proximal struts had moved over the proximal markerband. The stent od (outer diameter) of the undamaged section was measured which is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent damage occurred. The target lesion was located in the left heart artery. A 3.00x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, during the procedure, the physician noticed that the proximal portion of the device did not look right. The physician then pulled the device out from the patient and noticed that the middle portion of the stent was crimped. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that the stent damage occurred. The target lesion was located in the left heart artery. A 3.00x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, during the procedure, the physician noticed that the proximal portion of the device did not look right. The physician then pulled the device out from the patient and noticed that the middle portion of the stent was crimped. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.